Event description:
It was reported that the device had a blinking service wrench and logged a fault code in the memory that possibly indicated a critical failure. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control provided the reporter technical assistance. Due to repair costs, the customer stated that it is likely that the device will not be repaired. The cause of the reported problem is unk.